Event description:
Related manufacturer reference number: 1627487-2020-48257, 1627487-2020-48258, 1627487-2020-48261, 1627487-2020-48262, 1627487-2020-48263, 1627487-2020-48264, 1627487-2020-48265, 1627487-2020-48266. Additional information received indicates both of the patient¿s systems were explanted and replaced with one ipg, three leads and two extensions. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-31740. It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.